Event description:
It was reported that the right ventricular lead was placed during the implant procedure but dislodged when the atrial lead was placed. It was also reported that the lead was not able to be repositioned and upon removal it "seemed to stretch out of shape." It was reported that a second right ventricular lead was attempted as a replacement, but the lead "kept dislodging." Both leads were removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. (B)(4) no anomalies found. The full lead was returned and analyzed.